Event description:
Customer reported the lcd screen on the insulin pump was scratched. Customer's blood glucose was 128 mg/dl. The device had a lot of big scratches on the screen on the bottom middle left part. Customer hit the device with the door. Customer was able to read the screen and has no other damage. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.